Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s wife reported customer¿s adc blood glucose meter would not turn on with button press or with test strip insertion. Caller further reported that on (B)(6) 2017 at 9:00 am customer tried to perform a test but the meter would not work. Customer was experiencing ¿hyperglycemia and a headache¿ so he was taken to a hospital. At the hospital, a meter reading of 203 mg/dl was received, customer was diagnosed with hyperglycemia and treated with unspecified ¿pills¿ (caller did not know medication¿s name). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. This also serves as a correction report. (Meter brand name) was incorrectly documented in the initial MDR 30 day report.

Event description:
Customer¿s wife reported customer¿s adc blood glucose meter would not turn on with button press or with test strip insertion. Caller further reported that on (B)(6) 2017 at 9:00 am customer tried to perform a test but the meter would not work. Customer was experiencing ¿hyperglycemia and a headache¿ so he was taken to a hospital. At the hospital, a meter reading of 203 mg/dl was received, customer was diagnosed with hyperglycemia and treated with unspecified ¿pills¿ (caller did not know medication¿s name). There was no report of death or permanent injury associated with this event.